Event description:
Same manufacture# 6000093-2005-01396. 9 months after a drug eluting stent treatment procedure, a thrombosis occurred. The phusician successfully deployed two unknown size taxus express2 drug eluting stents in the right coronary artery (rca). The patient was discharged with a regimen of plavix. 9 months after the patient was admitted to the hospital with an acute mi. Advanced life support was initiated and the patient was brought to the cath lab. A thrombosis was noted and the physician deployed an unknown size bare metal liberte stent between the two previously placed taxus stents. 1 week prior to this event. No further patient injuries or complications were reported. Patient status is reported as "fine". Made several attempts in one month to get additional information without success.